Manufacturer narrative:
Taper ii. The device was returned, and evaluation is in process by apollo. Visual inspection determined this was a taper ii. Device labeling addresses the possibility of an ulcer as follows: adverse events: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Device evaluation in process.

Event description:
Reported as: the patient complained of gerd and epigastric pain. An egd showed an ulcer and no band erosion. The physician confirmed "the band was very tense." It was decided to remove the band because of the ulcer and patient had gained all their weight back.

Manufacturer narrative:
Device evaluation summary: the device was returned and evaluated by apollo device analysis lab. Evaluation found the device was returned with surgical damage. There was a cut near the buckle at the lap-band shell, and the injection port tubing was cut near the stainless steel connector, which is consistent with surgical removal. No failure of the device was found. Additional evaluation: visual inspection of the device noted that the port tubing was discolored. The inspection noted traces of wear and tear on the lap band shell, lap band tubing and the injection port tubing. The inspection found no openings on the device other than the surgical cuts.